Manufacturer narrative:
Additional information: event. ------------------------------ additional product component: model number/catalog number: 72400098 and 72400024. Serial number: null and null. Batch/lot number: 460503006 and 459514017. Model/catalog description: control pump fgs and balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the fluid loss was at the cuff and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400098 and 72400024; serial number: null and null; batch/lot number: 460503006 and 459514017; model/catalog description: control pump fgs and balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.